Manufacturer narrative:
The device was received for evaluation. During functional testing, the failed psi (pounds per square inch) test was not reproduced. A review of the event history log revealed downstream occlusion messages. Evaluation was able to successfully run a loaded set and the device passed downstream occlusion testing, however, found force sensor out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed psi (pounds per square inch) testing. It alarmed too low at 7.18 psi. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.